Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-17851, related manufacturer reference number:2017865-2021-17850. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The right atrial (ra) and right ventricular (rv) leads exhibited noise and insulation damage. Both leads were capped and replaced, and the device was explanted and replaced on (B)(6) 2021. The patient was stable.